Event description:
Anchor broke off at the eyelet when it was inserted. Threaded portion remains embedded in patient. Patient had hard bone. Back-up device used to complete repair.

Manufacturer narrative:
Evaluation of the device shows the anchor has broken at the eyelet. The eyelet hex is no longer aligned in the inserter.(B)(4))